Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced glare/haloes. The lens was explanted. The cause of the event was reported as unknown.

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. H11 - manufacturer narrative: glare/halo, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).